Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that an error message occurred. An unspecified angiojet catheter was used for thrombectomy procedure. However, during the procedure inside of the patient, an error appeared continuously. The procedure was completed with a different device. No patient complications were reported.